Event description:
It was reported that a home patient (hp) experienced a leak from their automated peritoneal dialysis set with cassette, during use on the homechoice device. The hp was not connected at the time of the event. The hp informed the technical service representative (tsr) that the cycler door had been leaking fluid for a few days on and off. The tsr discussed the use of continuous ambulatory peritoneal dialysis with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the cassette was not returned and the lot number is unknown, a device analysis could not be completed. As a result, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.